Event description:
Information received indicates the casters will roll and swivel after the brake is set.

Manufacturer narrative:
The technician found the casters and connecting rods were worn. The technician used a brake/steer upgrade kit and a brake activation assembly to repair the stretcher.